Manufacturer narrative:
(B)(4) sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4)

Event description:
It was reported the patient experienced difficulty charging the ipg due to it being too deep. The ipg also had migrated. As a result, the ipg was moved and reimplanted more superficially. The issue was resolved.